Event description:
It was reported that the device had a low leak co2 rebreathing risk alarm (ec 1203). There was no patient involvement when the event occurred, no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone #:(B)(6).

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with parts ID; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
The customer reported that the device had a low leak co2 rebreathing risk alarm. The customer verified there was a code 1203, in the significate log. The customer then verified that there was a swivel adapter in the patient circuit. While troubleshooting, the average air was reading -1.5 splm. The remote service engineer (rse) provided the customer with the latest service manual (rev p.), and also recommended replacing the flow sensor assembly - part #989805617141, flow sensor assy.

Manufacturer narrative:
A gas deliver system (gds) was received by the failure investigation department. The customer complaint was verified during testing. The root cause was failure of the airflow sensor, caused by u1 drifting out of calibration.